Event description:
It was reported from (B)(6) that the patient came to the hospital with left hemiparesis. A computed tomography (CT) scan of the head revealed a small cerebral hemorrhage. The patient had been receiving anticoagulation therapy which included enoxaparin sodium 60mg and aspirin 100mg every 24 hours because of a previous history of gastrointestinal bleeding. Antiplatelet and anticoagulation therapy was stopped and then progressively the treatment was reintroduced. The patient was discharged to a rehab facility and was prescribed a small dose of enoxaparin sodium 40 mg every 24 hours and aspirin 100mg every 24 hours. It was stated that the patient made an "almost full recovery". It was indicated that the event was not related to the device.

Manufacturer narrative:
It was reported that the patient came to the hospital with neurologic deficit of left hemiparesis. Head CT-scan revealed a small cerebral hemorrhage. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The device was not returned to the manufacturer for evaluation. The reported event could not be confirmed as log files were not available for analysis. The most likely root cause of the reported clinical adverse event cannot be conclusively determined; a possible root cause may be attributed to patient, procedural and pharmacological factors. Stroke and neurological dysfunction are known potential clinical adverse events associated with vads as outlined in the IFU. Investigations of complaints with similar circumstances were reviewed; events of these types are multifactorial and may be attributed to pre-existing conditions and progression of these diseases, the hvad system, the implant procedure, or concomitant therapy. With review of the available clinical data and the device history records, there is no indication of any device manufacturing or performance issues related to the reported event. The most likely root cause of the reported clinical adverse event cannot be conclusively determined; a possible root cause may be attributed to patient, procedural and pharmacological factors. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the IFU: adverse events that may be associated with the use of ventricular assist devices, other than death, include device thrombosis and worsening heart failure heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter (B)(4), dated (B)(4) 2014, and pursuant to the provisions of 21 cfr part 803.